Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: dilatation catheter: trek. Guide wire: balance middle weight (bmw). Guide catheter: launcher. The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that during a procedure when using the 20/30 priority pack with copilot, saline leaked from the handle of the three-way stopcock. Thus, the three-way stopcock was replaced with a new one and the procedure was successfully completed. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.